Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that customer tripped and fell onto the pump, leading to the pump touch screen to become shattered and unresponsive. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 210 mg/dl.